Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (battery life with moisture) issue. It was alleged that there was moisture in the battery compartment. The reporter was not able to provide further information during the initial complaint. There was no indication that the product caused or contributed to an adverse event. The issue is being reported because it may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 08/22/2017 with the following findings: during investigation, the pump history shows pump was running on incorrect year of 2018 until it was corrected on (B)(6).the black box showed an unacknowledged cs 128 replace battery alarm on (B)(6) 2018 04:33. The alarm went unacknowledged until battery voltage discharged and pump went into a reboot condition. The used installed partially charged battery on (B)(6) resulting in a replace battery alarm on (B)(6). Unusual voltage drop was observed on (B)(6). There was corrosion observed in the battery compartment. The battery compartment is cracked above and below the bumper pad. Battery cap was not returned. Test battery cap is able to attach to the pump and power it on. Pump current draws measure within spec.. The battery life issue was not duplicated during testing. Leak fails due to battery compartment crack. Removed pump cover; moisture ingress was found internally. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.